Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
When hcu30 was tested before clinical use, the water temperature on the main side did not rise and the error "1004" occurred. Complaint number: (B)(4).

Manufacturer narrative:
The hcu 30 temperature not rise and the error 1004 occurred. The most probable root cause for the error 1004 and temperature not rise was the sticking of the 3-way valve. The most probable root cause for the leakage of the connector female 1/2" was corrosion of connector sealing piston (brass). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. Thus the reported failure 'temperature not rise and the error 1004' can be confirmed. The failure occurred druing treatment. The hcu 30 which was used, was responsible for this complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: (B)(4).